Manufacturer narrative:
All tags were removed by the doctor with no issues reported. No patient injuries were reported. No procedure files were submitted for review. Lensar cas supported cases on site on (B)(6) 2016 and optimized the capsulotomy parameters setting to address these issues. All procedures that day were completed without incident. Root cause: surgical parameters not optimized.

Event description:
Doctor reported that during her last few surgery days during the month of (B)(6) she feels the second pass is overlapping in a misaligned way. She states that she is receiving anterior capsul tags in the pro temporal area. She said this misalignment is present on every single case. In one case, she stated the lens almost tore.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803. 56 when additional reportable information becomes available.

Event description:
Doctor reported that during her last few surgery days during the month of december she feels the second pass is overlapping in a misaligned way. She states that she is receiving anterior capsul tags in the pro temporal area. She said this misalignment is present on every single case. In one case, she stated the lens almost tore.